Event description:
It was reported by service report that the arm of the side rail was unable to be locked in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail broken off at pivot arm.